Manufacturer narrative:
Inspection and testing found the gap in the adhesive was due to a handling issue. In addition, the nozzle had a dent, the light guide lens was cracked, the objective lens was cracked, the bending tube was deformed, the insertion tube had scratches, the coloring on the air/water cylinder was peeling off, the coloring of the suction cylinder was peeling off, the angulation was less than standard, there was angle play, the instrument channel was deformed, and there were shadows on the image. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported defects of the distal end of the scope were found during reprocessing. The device was sent to an olympus service center for evaluation. During inspection and testing, a gap was found in the adhesive between the hold ring and control body. This report is being submitted for the malfunction found during evaluation (gap in adhesive). There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Correction to the initial medwatch. The aware date should be (B)(6) 2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is due to physical stress on distal end of the subject device. The event can be detected/prevented by following the instructions for use (IFU) which state: important information ¿ please read before use: warnings and cautions: do not strike, bend, hit, pull, twist, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector of the endoscope with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. Olympus will continue to monitor field performance for this device.